Manufacturer narrative:
Additional information: b5, h6.

Event description:
New information notes the right ventricular lead exhibited high capture threshold and high pacing impedance, as well as the patient was in stable condition.

Event description:
New information received notes the atrial lead exhibited high capture threshold and the right ventricular lead exhibited over-sensing noise.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2020-19576. It was reported the patient presented for a generator changeout procedure. Upon review, the right ventricular lead was fractured and the right atrial lead exhibited a capturing issue. Both of these leads were successfully capped and replaced during procedure on (B)(6) 2020. No patient condition was given.